Event description:
The clinician reported that almost 1 year after the dental implant was placed in ada site 20 in the patient's mouth, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.